Event description:
It was reported that the patient contacted support for guidance on changing a dexcom g7 sensor used with the ilet and, after confirming the code on the ilet, was walked through a sensor change and pairing; the prior sensor had expired, the patient chose to defer starting a new sensor until speaking with a spanish representative, reverted to multiple daily injections, and placed a new cgm but had not waited the full two hours before attempting to reconnect, which was addressed as an incorrect procedure. Symptoms included hyperglycemia. Outcomes included a delay to therapy and serious illness/impairment, with unexpected medical intervention requiring medication and dosing stops soon while the patient used subcutaneous insulin pens. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that failure to follow instructions and an unintended use error caused or contributed to the event.